Event description:
Reprocessed disposable plastic trocar was inserted into the abdomen. A small plastic curl was visible on screen under magnified a picture. The physician and scrub tech felt like they got it out. The plastic piece was small in size.